Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: while performing a laparoscopic cholecystectomy the tip of the port broke. There was no consequence to the patient and all parts were removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Visual inspections could not confirm the defect since the only part inside the bag was the obturator. The port was absent. Also there were no identification labels to determine the obturators batch number. The obturator was dimensionally measure. The tip has a diameter of 0.450" and the body 0.421". According to drawing (B)(4) they are within specification. No functional test could be performed since port was not available. Only the obturator was made available and not the port. Dimensional evaluation of the obturator shows that it is within specification. At this time customer complaint could not be confirmed. Customer complaint could not be confirmed since only the obturator was returned for evaluation. The port is required to carry out and effective investigation.

Event description:
Alleged event: while performing a laparoscopic cholecystectomy the tip of the port broke. There was no consequence to the patient and all parts were removed. The patient's condition was reported as fine.